Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high thresholds and loss of capture (loc) on the right ventricular (rv) lead. The pacing impedances were 1700 ohms. It was noted the patient experienced shortness of breath (sob). An x-ray was performed and the results were inconclusive. Subsequently, a revision procedure was performed. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.